Event description:
The patient experienced heparin-induced thrombocytopenia postoperatively as well as a reduced platelet count after implant and prior to reoperation. The valve was explanted due to thrombus and replaced with a tissue valve.